Manufacturer narrative:
The returned meter was investigated. Meter did not power on with button, test strip insertion or usb cable insertion. The meter was de-cased and visual inspection was performed. Liquid contamination was observed. The reported complaint was not confirmed to use. Although glucose results may be delayed, blood glucose could be determined by alternate means, including use of another blood glucose meter, seeing a physician (as recommended in product labeling), or by seeking treatment at a health care facility. All pertinent information available to abbott diabetes care has been submitted. This also serves as a correction report. Section h4 - device mfg date was incorrectly documented in the previous report. The correction has been made here.

Event description:
The customer reported a blank screen issue with the adc device. As a result of the adc device not turning on, the customer experienced shaking in the legs and was treated with insulin (dose/type unknown) by a non-healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported a blank screen issue with the adc device. As a result of the adc device not turning on, the customer experienced shaking in the legs and was treated with insulin (dose/type unknown) by a non-healthcare professional. There was no report of death or permanent injury associated with this event.